Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, which led to disconnecting overnight and subsequent morning hyperglycemia, and the user also believed the pump continued delivering insulin around a blood glucose of 90 mg/dl with a downward trend; the user later received a replacement ilet and reported concurrent use of ozempic, which the user considered a contributing factor. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and blood glucose in range at the time of follow-up. Investigation included review of device data by customer care, attempted log-in to view reports, escalation for further assessment, and device replacement. Investigation of this case revealed that the cause of the glycemic excursions was unclear, with potential contributory factors including therapy interactions; no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.